Manufacturer narrative:
A ge service rep performed an on site investigation. The right insert and latch on the leg extension and pad were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems leg extension could not be removed from the table and the pad needed replacing. No report of pt or staff injury.